Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call that the customer has been experiencing air bubbles in the reservoirs within the last month. Blood glucose value was 400 mg/dl. Customer does not rewind the insulin pump with a reservoir in place, insulin was stored at room temperature and no insulin leaks found. It was stated that they have to prime 3 or 4 times per day to eliminate bubbles. Product would be replaced and returned for analysis.